Event description:
Customer reports an adc reading 3.4 mmol/l with subsequent hypoglycemia and loss of consciousness. Customer's health care provider treated with instant glucose. Customer was not hospitalized.

Manufacturer narrative:
A follow up report will be submitted if the product is returned for evaluation.